Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are:product ID 3889-28 lot# va12tb8 serial# implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the first 12 days patient had the therapy, it worked fine at 3.0v. Patient stated by the 13th or 14th day, the stim became really strong, almost like a shocking sensation and it hurt. The patient spoke to hcp and he told her to gradually decrease pulse since it was too high. Patient stated she now has it turned down so far it was not doing any good. Patient stated she was now wetting herself. Patient stated she knows the rep told her she could change programs the day of the surgery and was "pretty sure" the hcp was ok with this as well. Patient stated originally she was on program 2 at 2.0v and stim was on. Patent switched to program 3 and felt stim in her vaginal area at 2.0v. Patient stated she called hcp after her stim became too strong and he said it may have been because of the inflammation in her back. The patient indicator for use is gastrointestinal/pelvic floor.